Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had diminishing telemetry over time, with only a quarter of the surface area of the head detecting the implanted device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had diminishing telemetry over time, with only a quarter of the surface area of the head detecting the implanted device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head had diminishing telemetry over time and noted that the uplink amplitude was out of specification. The programmer head's cable and label were replaced and the head then passed all final functional tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.